Event description:
It was reported by the sales rep that during a lavh procedure, the balloon broke. No further information available as to how or why this occurred. No patient consequences. Case completed with another device of the same product code. No return device.